Event description:
The customer called and reported that she awoke with high blood glucose of 482 mg/dl. Customer stated she changed out the set and insulin that were in use with the insulin pump, nothing happened, and she treated with a shot. At the time of this report, customer's blood glucose was 470 mg/dl. During troubleshooting, customer ran a manual prime and insulin exited at the quick release. All other troubleshooting was declined, however customer was advised a tubing clamp would be sent out to perform high pressure test and she stated she would call back after receiving the tubing clamp to continue troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.